Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during a follow-up, an exit block was discovered. The lead was removed.